Event description:
This 63-yr-old male an inflatable penile prosthesis implanted 9/10/91 which worked well for a number of years until finally it stopped working. He had an aneurysmal effect out of his left corporal body as well as inability to inflate the prosthesis. He had the prosthesis changed to a semi-rigid product. Note: add'l parts and numbers are as follows: ipp prep package: lot: 1667m 114 p/n: 724001. Spher res. Lot: 666ok 005 p/n: 72401111, inflate/deflate pump: lot: 5687m 004 p/n: 72400151.